Event description:
It was reported that (1) devcie was used during a laparoscopic hernia repair. It was reported by the affiliate that the ems instrument was ejecting two clips when firing one. The clips were retrieved from the pt. Another ems stapler was used to complete the case.